Event description:
It was reported by service report that the bed was not plugged into the wall outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - power cord unplugged.